Event description:
A patient reported experiencing inaccurate low results with a one touch profile. The patient's blood glucose results were 148 compared to the labs 220 mg/dl. Tests were done 15 minutes apart. One touch strips in foreign country are plasma calibrated. Patient did not report any adverse events. No further information has been reported.